Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received for evaluation. The bottom web and the top part of the syringe have black ink. The barrel flange is damaged and the barrel has a white label with the letters ¿om¿, therefore failure mode is verified. Ink dots can occur after the graduation scale printing process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode of foreign matter and barrel/flange damage with the sample returned from the customer. Bd columbus lots: this is the 1st complaint for the lot#8214938 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8214938 during the production run. Root cause description: ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. A broken or damaged flange is likely caused by a jam on the assembly machine. If there is a mistiming between the assembly of the plunger rod to the barrel, it could case the flange to break and/or be damaged. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the barrel of the bd luer-lok¿ tip syringe was found damaged before use with black foreign matter on it. As reported by the customer, "it was reported the syringe has black substance on it."